Event description:
It is reported that the device was implanted in 2007, and that in 2009, the knee was examined intraoperatively and it was determined that there was nothing wrong with the implants and therefore a revision was not necessary. The "tibial" surface was extracted and was replaced with a thicker "tibial" surface (20mm). Note: the above mentioned "tibial" surface is actually the uhmwpe articulating surface.

Manufacturer narrative:
Evaluation summary: no devices were returned for evaluation. There does not appear to be any issue with the implants based on the date provided. The need for revision of the articular surface from a 12mm thickness to 20mm after 2 years was likely due to joint instability (note 8mm thicker) rather than implant failure. Without further information, an exact cause for the revision cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.